Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that display goes grey when bolus given. The information can be seen on screen but not as well or as brightly as usual. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Multiple bolus delivery were programmed and properly delivered. No unexpected gray screen during bolus delivery noted during testing. Device functioning properly.